Event description:
Shortly after implant, there were high thresholds on the rv and lv leads. During the lead revision on the (B)(6) 2022 the lead connection was checked and the connector was placed correctly into the header and the screw was also tightened. Patient is pacing dependent. Physician decided to remove this lead and implant a new rv shock lead.

Manufacturer narrative:
The ICD and the leads under complaint were returned for analysis. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Acticor 7 hf-t qp df4 is4 promri: upon receipt, the ICD was interrogated, revealing the battery status bos. The ICD was implanted for two months and three charging cycles were recorded to the devices memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right and left ventricular channel of episode 83 as well as in the far field channel of episode 79. Therefore, a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. The header of the ICD was inspected, revealing no anomalies. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction. Sentus promri otw qp l-85/49: the visual analysis revealed a cut into the insulation 37 cm distal to the is4 connector pin, which most likely resulted from the explantation procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the observed high threshold. The values of the parameters measured during the electrical analysis were within the technical specifications. Plexa promri s 65: the lead did not show any deviations which might have led to the observed high threshold. The values of the parameters measured during the electrical analysis were within the technical specifications. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.